Event description:
Technical services received a call on 08/25/2011. Caller stated that undersensing was noted with pacing into the rhythm on this ra lead. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).